Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that two weeks following the system implant procedure, the pacing and shock impedance measurements from this right ventricular (rv) lead had deceased significantly to the lower end of the normal range (264 ohms and 50 ohms, respectively). Additionally, high capture threshold measurements resulting in loss of capture was noted. The physician suspected a potential dislodgment, but this was unable to be confirmed via diagnostic imaging. The physician elected to perform a surgical revision. During the procedure, the physician attempted to reposition the rv lead, but suitable sensing and impedance measurements could not be found. This rv lead was subsequently explanted and replaced with a new lead to resolve the event and no additional adverse patient effects were reported. The explanted rv lead was received for analysis.

Event description:
It was reported that two weeks following the system implant procedure, the pacing and shock impedance measurements from this right ventricular (rv) lead had deceased significantly to the lower end of the normal range (264 ohms and 50 ohms, respectively). Additionally, high capture threshold measurements resulting in loss of capture was noted. The physician suspected a potential dislodgment, but this was unable to be confirmed via diagnostic imaging. The physician elected to perform a surgical revision. During the procedure, the physician attempted to reposition the rv lead, but suitable sensing and impedance measurements could not be found. This rv lead was subsequently explanted and replaced with a new lead to resolve the event and no additional adverse patient effects were reported. The explanted rv lead is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that two weeks following the system implant procedure, the pacing and shock impedance measurements from this right ventricular (rv) lead had deceased significantly to the lower end of the normal range (264 ohms and 50 ohms, respectively). Additionally, high capture threshold measurements resulting in loss of capture was noted. The physician suspected a potential dislodgment, but this was unable to be confirmed via diagnostic imaging. The physician elected to perform a surgical revision. During the procedure, the physician attempted to reposition the rv lead, but suitable sensing and impedance measurements could not be found. This rv lead was subsequently explanted and replaced with a new lead to resolve the event and no additional adverse patient effects were reported. The explanted rv lead was received for analysis and is pending the investigation completion. Once the analysis is complete, this record will be updated with results.